Event description:
The suture was used during a thoracotomy procedure. Reportedly the pleural suture was leaking; the thoracic drainage was bubbling. Right thoracotomy due to pulmonary metastasis. A left thoracotomy had been done previously. At this time no additional information was available.